Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the atrial lead had no electrogram activity on the pacing system analyzer. The lead was replaced and the patient did not experience any adverse consequences.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.